Manufacturer narrative:
The other perclose proglide device is being filed under a separate medwatch manufacturing report. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices via 6fr sheath, were achieved in the calcified right common femoral artery using the preclose technique prior to an impella interventional procedure. The sheath was upsized to greater than an 8.5fr and the impella procedure was completed. Reportedly, when attempting to close the artery, the sutures of the second proglide device, were pulled out of the artery (but the suture was not broken). An additional proglide device was placed; however, hemostasis was not achieved. Small bleeding continued and manual compression was applied. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.